Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: cervical spondylotic myelopathy procedure or technique used: c2-t1 posterior cervical spinal fixation. C2 right pedicle screw (ps) left intra lamina screw (ils). C7, t1 pedicle screw (ps) c3-c5 lateral mass screw (lms). Laminoplasty. Unilateral open-door it was reported that the patient underwent spinal fusion surgery at l4-s1 due to cervical spondylotic myelopathy. Post-op, one day after the surgery, paralysis and neurological pain was found on the left side of the body. The patient was under conservative treatment in the ICU, MRI images have been taken. After taking and checking the MRI, it was judged that the implant was in the proper position. The alignment was not greatly corrected, and in-situ fixing was performed. As per surgeon the operation was performed carefully on the alignment correction of c5 paralysis or the neurological disorder after decompression. The possibility of cerebral infarction was also investigated, but it seems that the infarct site was not found. Bone union was not achieved because the complication was immediately after surgery. Half a day later, paralysis of the left lower limb tended to recover. It is currently unknown whether the adverse event is due to the product malfunction. As per surgeon, there was a strong suspicion of cerebral infarction from the patient background.